Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Event description:
Physician reported "showing echogenic left periprosthetic collection with some images of cysts, and numerous echogenic linear images in the inside of the prosthesis, findings compatible with intracapsular rupture" discovered in ultrasound. The event of "cysts" has been deemed not device related. Device remains implanted.